Event description:
A pt in a nursing home was discovered clinically dead with rigor mortis. However, the device was applied to provide cardiopulmonary resuscitation per local protocol. When turned on it was found that the unit would not perform compressions. The device was removed from the pt and CPR was attempted using manual techniques. The pt was not revived.